Event description:
On 9/16/94 at 0815, called stat to ICU, where it was reported an external pacer was inoperative. At 0820 arrived at ICU bed 1. Unit not connected to pt and was not on. No display. Unit plugged into known good ac source, verified malfunction. Stayed with unit until it could be safely removed from room and then brought to shop; called MFR and obtained loaner by 9/19/94. Unit would not power up once in shop even when plugged in. Pt monitored by another MFR's pt monitoring system.device not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-94. Service provided by: independent service organization. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: electrical problem, failure to cycle, none or unknown. Conclusion: device failed just prior to use. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: other. The device was not destroyed/disposed of.